Event description:
International customer reported that the suture broke approximately 24 hours following a biopsy of an abdominal tumor. The patient was returned to surgery for repair. The patient was reportedly coughing or vomiting at the time of the reported event. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products. Code: 8434t, lot unk. Code: 8424t, lot unk.